Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
Physio-control engineering is investigating a reported event where the supplier of the biphasic cedar pcb assembly discovered a soldering defect in a diode, designator cr7, which may cause shorting. Failure of the diode may result in wrong therapy being delivered. There have been not confirmed failures of distributed devices related to this issue.